Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -9.5/1.5/082 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced low vaulting. On (B)(6) 2022 the lens was exchanged with a longer length lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Medical device problem code - 1494: off-label use (acd < 3.0mm) claim#: (B)(4).